Event description:
It was reported that during an esophagogastoduodenoscopy or colonoscopy therapeutic procedure, the subject device had either leakage while the foot pedal was being pushed or did not have enough pressure. The issue depended on the tubing. The procedure was completed using the same set of equipment without any surgical delay or harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "low pressure" was confirmed. However, the customer allegation of "leaking unit" was not confirmed. As a result, the investigation could not determine the probable root cause of the failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "low pressure" was due to worn out head pump assembly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an esophagogastroduodenoscopy or colonoscopy therapeutic procedure, the subject device had either leakage while the foot pedal was being pushed or did not have enough pressure. The issue depended on the tubing. The procedure was completed using the same set of equipment without any surgical delay or harm to the patient.